Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the leads were replaced. High impedances were noted and malfunction was suspected. The patient was doing well postoperatively. Sc-2352-50 (sn (B)(4)): device evaluation indicated that the lead complaint has been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that 1 cable was fractured at the bent/kinked location of the lead. The bent/kinked location was 1 cm from the set screw mark of the clik anchor. No cables were exposed at the fracture site. Sc-2352-50 (sn (B)(4)): device evaluation indicated that the lead complaint has been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that all of the cables were completely broken at the bent/kinked location of the lead. The bent/kinked location was 1 cm from the set screw mark of the clik anchor. There were no exposed cables at the fracture locations.

Event description:
A report was received that the patient was having loss of stimulation. Broken contacts were noted on the right lead. Fluoroscopy exam showed sharp bend at anchor site proximal to entry into anchor. The patient will undergo a revision procedure wherein leads will be replaced.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2352-50, serial #: (B)(4), description: linear 3-4 lead, 50cm; model#: sc-4316, lot #: 18583791 description: next generation anchor kit-sterile.

Event description:
A report was received that the patient was having loss of stimulation. Broken contacts were noted on the right lead. Fluoroscopy exam showed sharp bend at anchor site proximal to entry into anchor. The patient will undergo a revision procedure wherein leads will be replaced.